Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal that occurred on (B)(6) 2015. Patient stated that the incident was earlier in the day and by the time they reported the issue to technical support, their device was back in range. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).